Event description:
The implantable neurostimulator had never been of much use to the patient. The device caused nerve problems and new back pain by creating pressure on the patient's upper back when he sat. The hcp reported that the device system was explanted. The patient outcome was reported as 'no injury.'